Event description:
It was reported that, "surgeon was using handheld screwdriver for locking screw and the screwdriver broke upon tightening."

Manufacturer narrative:
Add'l info has been requested. If add'l info is received it will be provided on a supplemental report.